Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the perioral fine line with skinvive by juvéderm®, last week patient complained of sensitivity and noduling in the injection area. 3 days before symptoms appeared, patient had an acute viral infection which is not device related. It is unknown if the event is ongoing.